Event description:
Patient reported that they suspected their pump was leaking. There was a white crust around the edges of their air filters. Their pump was upside down inside the bag and medication leaked from the bottom of the pump when they picked it up and turned it over. There was also a white powdery residue inside the bag and near the zipper. The patient called back later reporting they had poewred their pump back up and were experiencing upstream occlusion alarms. The patient was instructed to power cycle the pump and the alarm was cleared. Medication was unknown. The colume to be infused was 88.2ml.